Event description:
It was reported that intermittent occlusion alarms occurred, though the alarm number could not be verified due to the absence of pump history. There was no reported impact to the customer¿s blood glucose level. Customer was not able to troubleshoot the issue with tandem technical support, therefore no additional information was obtained, and multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.